Event description:
Patient undergoing a laparoscopic repair of ventral incisional hernia which was incarcerated. Everything was going fine until it was time to use the reliatack. Mesh was in place but the device did not fire the tack which was to hold the mesh inside the patient. Device was changed and it worked this time. Manufacturer response for articulating reloadable fixation device, reliatack (per site reporter): operating room personnel (operating room purchaser) took the packaging to report it to company.